Manufacturer narrative:
This report is for one (1) unknown universal spinal system (uss). Part #, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown universal spinal system (uss). PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kostiv, ep. And kostiv, re. (2008), transpedicular vertebroplasties in posterior surgical techniques in patients with unstable thoracic and lumbar spinal trauma, pacific medical journal, no.4, pages 47-50 (russia). The objective of this study is to evaluate near-term and long-term results of treatment of patients with unstable thoracolumbar spinal injuries operated on using posterior surgical technologies, who additionally underwent transpedicular vertebroplasty of the damaged vertebra. Between 1996 and 2006, a total of 61 patients (34 male and 27 female) with a mean age of 34.9 years underwent transpedicular vertebroplasty of the damaged vertebra. Of these patients, fracture fixation was performed using universal spinal (uss) synthes system in 36 patients. Vertebroplasties were performed and unknown synthes chronos were used in 7 patients. Patients were examined at a term of 6 months to 7 years. The article did not specify which of the devices were being used to capture the following complications: 2 cases of skin necrosis and surface pus in the post-operation wound, which did not require additional surgical intervention. 7 patients had loss of correction in the height of the broken vertebra and recurring kyphosis up to 5° and from 5° to 10° in 4 patients. 1 case of loss of correction and recurring kyphosis of more than 10°. 7 patients experience pain syndrome. 19 patients had temporary incapacity. 6 patients had complicated spinal injuries, 5 showed full regressions of neurological disorders, and 1 showed partial recovery. This report is for an unknown synthes universal spinal system (uss). This is report 1 of 2 for (B)(4).